Event description:
It was reported that shortly after implant procedure, this right atrial (ra) lead exhibited loss of capture (loc). The health care professional (hcp) suspected possible dislodgement and called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts was unable to determine capture due to small poor morphology of patient intrinsic rhythm. A lead revision procedure was performed, and the ra lead was successfully repositioned. No additional adverse patient effects were reported. The ra lead remains in service.